Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, the device did not perform as intended. However, no systematic issue or product deficiency was identified. Conclusion code was corrected.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed a falsely elevated troponin result for one patient generated using architect stat troponin-I reagents. The following data was provided. The customer uses cutoff 0.03 ug/ml. Sid (B)(6), initial 0.225, repeated twice less than 0.01 and once 0.011 no impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, review of instrument logs, a review of labeling, and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Review of field data showed the complaint lot 60497un16 patient median values were within the established limits, and no unusual reagent lot performance was found. Based on all available information and abbott diagnostics complaint investigation, the assay performed as intended and no product deficiency was identified.